Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump was not working. The blood glucose reading was not available. The customer stated that the insulin had stopped working about 45 days prior and that the customer reverted to manual injections because nothing would bring the blood glucose down. The battery compartment had a crack below the battery cap threads. No alarms were noted. Advised discontinuation of the insulin pump. Nothing further reported.